Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited 180 ohms impedance, a high pacing threshold of 3.0 v, 1.5 ms in unipolar, 4.5 v, 1.5 ms in bipolar and intermittent capture. The lead was explanted and replaced.